Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 23.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead exhibited high, out of range, pacing lead impedance, and an increase in capture threshold. During a lead revision, an insulation anomaly was noted. The lead was explanted and replaced. The patient was stable following the procedure.